Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) sensor. The customer stated, "there was a silver-colored guide burr-like object on the surface of the sensor, so I tried to remove the needle myself, but it wouldn't come out, so I removed the sensor myself". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.